Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on his back. The rash was described as open, with some bleeding. The patient's doctor recommended that the patient use cortaid hydrocortisone cream for the rash. After using the cream, the patient reported that the irritation had improved.